Event description:
It was reported that this right atrial (ra) lead experienced an automatic safety switch from bipolar to unipolar pacing configuration as pacing impedances went high, out of range. The pacing impedance had been stable over the previous year but there was an abrupt increase recently. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.